Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, fatigue, shoulder pain, joint pain and neck pain. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain/sharp pain"), infection ("infection"), urinary tract disorder ("urinary problems") and genital haemorrhage ("bleeding"). At the time of the report, the uterine perforation, pelvic pain, infection, urinary tract disorder and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right side placed in (B)(6) 2012 per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, fatigue, shoulder pain, joint pain and neck pain. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain / sharp pain"), infection ("infection"), urinary tract disorder ("urinary problems") and genital haemorrhage ("bleeding"). At the time of the report, the uterine perforation, pelvic pain, infection, urinary tract disorder and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right side placed in (B)(6) 2012 per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.